Manufacturer narrative:
Sections with additional information as of 23-jan-2023: h10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 87 and 42 mg/dl. Customer stated the results from the true metrix meter were lower than another device; actual meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result range is 102-200 mg/dl. The customer feels well and did not report any symptoms. Customer stated that on 12/01/2022 she had obtained the result of 42 mg/dl pm fasting; customer stated she had passed out and her husband contacted the paramedics. The diagnosis was a diabetic coma and customer was treated with sugar. Customer declined to go to hospital. Customer has a follow-up appointment with her endocrinologist on (B)(6) 2022. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 04/20/2024 and open vial date is one week ago. The customer did not have another vial of test strips that had been stored and handled correctly. Customer provided result of 42 mg/dl taken last thursday (B)(6) 2022pm fasting from her notes. The meter memory was reviewed for previous test result history: result 1: 87 mg/dl date: (B)(6) 2022 time: 8:34am fasting, result 2: 271 mg/dl date: (B)(6) 2022 time: 11:23pm fasting, result 3: 94 mg/dl date: (B)(6) 2022 time: 8:46am fasting, result 4: 110 mg/dl date: (B)(6) 2022 time: 9:09pm fasting, result 5: 99 mg/dl date: 1(B)(6) 2022 time: 9:05pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to meter result and passing out. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055:user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 20-dec-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.